Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room with a blood glucose level of 488 mg/dl. A systems check was completed with tandem technical support and the pump is functioning normally. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.